Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 302 mg/dl on his aviva system, 120 mg/dl on friend's aviva system within 10 minutes. No information was provided for friend's aviva system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.